Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The unit was returned connected to the catheter. A visual examination of the complaint unit was carried out and no issues were noted. The advancer knob was locked upon return in a backward position; it was loosened and advanced in order to inspect the handshake connection. The handshake connection was inspected and no damage was noted. A handshake connection test was attempted to examine the integrity of the connection and no issues were noted. The drive shaft, coil and sheath were inspected and there was no damage noted. The burr was microscopically examined and the annulus was damaged/blocked. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
Same case as: 2134265-2015-04006. It was reported that rotawire fracture occurred. A 1.25mm rotalink¿ plus and a 330cm rotawire were selected to treat the coronary artery. During platforming, outside the patient, it was noted that a rotawire snapped off when the burr was spinning at 180,000rpm. The physician then pulled the wire out. The procedure was completed with another of the same rotawire and rotalink plus. No patient complications were reported and the patient status was stable.

Event description:
Same case as: 2134265-2015-04006. It was reported that rotawire fracture occurred. A 1.25mm rotalink¿ plus and a 330cm rotawire were selected to treat the coronary artery. During platforming, outside the patient, it was noted that a rotawire snapped off when the burr was spinning at 180,000rpm. The physician then pulled the wire out. The procedure was completed with another of the same rotawire and rotalink plus. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(B)(4).